Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer continued to use the cartridge for insulin therapy.